Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 32056 error indicating a i2c device error pointing to the pitch axis, confirming the fault occurred in the field. Upon visual inspection, pitch searchlight single axis (slsa) printed circuit assembly (pca) flat flex cable (ffc) connector was not secured. The unit was installed onto an in-house system where the 32056 error was triggered, replicating the reported event. The unit was installed onto an in-house patient side cart (psc) fixture test platform (pftp) where the unit failed agc current on the pitch axis with a 32056 error. The pitch searchlight ffc was reseated and unit passed the agc current test, but failed sensors check and sine cycle both pointing to the pitch axis, verifying the pitch searchlight pca to be the source of the fault. The complaint was confirmed based on the failure analysis. Failure analysis has concluded that the pitch searchlight pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting - pre-anesthesia of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 3 was alarming and that they were unable to move the arm. The technical support engineer (tse) reviewed the logs and found several recoverable and non-recoverable faults related to armnet 3 and that the arm had been disabled, which confirmed that they could not move that arm around. Tse asked if they could proceed using 3 arms. The procedure was aborted with no patient involvement.